Event description:
According to the available information, the patient stated the sizing of the implant was incorrect, cylinders were installed incorrectly, and they are stiff. He spoke to his physician but had no answer.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted at this time. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.